Event description:
It was reported that the coating came off of the stylet. Additional information: the coating came off during PICC removal and was not left in the patient. Received clarification that the coating came off when the stylet was removed at the end of the procedure.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.